Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed - the evaluation found that the power button failed. Additional evaluation findings are as follows: front panel damage. Faded label. Rear foot broken. Non-olympus lamp found installed in unit. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the on/off button was "stuck" and the unit would not power on. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section g2 was corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device evaluation confirmed the main switch was an older version. Based on the results of the investigation, it is likely the power switch was damaged due to the amount of operating force applied and the number of times exceeding the expected value. There has since been a design change to prevent recurrence. Olympus will continue to monitor field performance for this device.